Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was interrogation and reprogramming (B)(6) 2014 and the patient was awaiting a le ad/extension exploration/revision. It was noted that there was probably a lead/extension ¿malfunction.¿ however, the cause was not determined and it was unknown if it was device related. Lastly, the reporter also noted ¿this form did not reflect the patient¿s issue.¿ no outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient experienced a shocking or jolting sensation. It was noted the shocking was at the pocket site. It was reported the impedances were within normal limits. It was noted there might be an issue with electrodes zero through three. It was reported turning those electrodes off did not resolve the issue. It was noted shocking was not specific to position and did not stop until all stimulation was turned off. It was reported one of the connections was responsible. It was noted the shocking was not able to be reduced. It was reported the patient was scheduled for adaptor replacement.

Event description:
Additional information received reported that the patient was healing after an exploration of leads/connections/connector which took place on (B)(6). The patient was awaiting healing (B)(6) 2014. There was no apparent recurrence of symptoms. It was unknown if there was 50% or greater symptom reduction. The cause of event was not determined. It was unknown if it was device related. The patient outcome was recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 74002, lot# n240242, implanted: (B)(6) 2011, product type: adapter; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3998, lot# l95473, implanted: (B)(6) 2001, product type: lead. (B)(4).